Event description:
It was reported that the pump had a default flow issue. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The customer's complaint could not be duplicated. No issue was identified. The device passed all testing. No further action will be taken.